Event description:
It was reported that the user experienced difficulty activating the device¿s sleep/wake function, described as the wake button not responding, and the issue resolved after a device restart with normal button function thereafter. Symptoms included no adverse clinical effects. Outcomes included no alerts, alarms, or need for medical care. Investigation included guided troubleshooting and user education conducted by support. Investigation of this case revealed that the function restored with a restart, consistent with a transient, non-reproducible user interface responsiveness issue related to the sleep/wake control. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a temporary device behavior resolved through standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.